Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 335- high mg/dl. Reportedly the customer was is filling multiple cartridges at a time and storing them in the refrigerator. A manual injection was delivered to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge.